Event description:
The pt's mother reported that on (B)(6) 2012 at 7:00 pm, after wearing the device for about a day she tested her daughter's blood glucose it measured 50 mg/dl. At 8:00 pm her bg went to 60 mg/dl; she was given cake icing and her basal insulin delivery was suspended for about 2 hours. The pt's sister alerted the mother that she was breathing weirdly. The pt also threw up at that time. The caller stated that she was having a seizure due to low bg. There are no other bg history reported after this time. The pt was taken to the emergency room where the doctor stated that her body was recovering from crashing due to hypoglycemia, which he thought to be the cause of the vomiting. Per the caller, the ER also stated her daughter was presenting as if in dka and her blood work confirmed she was acidotic which was attributed to the vomiting. The mother said that she did not let the ER change the device/treatment settings, but she did reduce her daughter's basal rate by 10% for eight hours at their recommendation. In a f/u call the mother expressed concern about "roller coastering" bg. After daughter experienced bg so low her bg ended up "high" (>500mg/dl), but they were able to get that down to her normal range. The pt is now feeling better and her bg is under control. She advised that an insulet clinical services manager had already contacted her, and that they were in the process of finding a time to meet to go over settings, and anything else that needs to be discussed.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hypoglycemia. There are safety mechanisms in the device design that prevent over-delivery of insulin which would contributes to hypoglycemia. No product lot number was reported therefore no qualification records could be reviewed. The omnipod's user guide warns to "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops." It also advised "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."